Event description:
It was reported that the patient found needle had not deployed as intended. In addition, the patient is unsure of the cannula had properly inserted at the pod infusion site.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. In addition, it was reported the cannula was possibly not inserted correctly into the infusion site. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.